Manufacturer narrative:
(B)(4) return date: 01/02/2017 mfg date: 02/03/2016. (B)(4) return date: 01/02/2017 mfg date: 02/21/2016. It was reported that the patient was experiencing power switching events. A controller and six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power-switching events that were due to momentary disconnections involving (B)(4). Additionally, log file analysis revealed power switching events due to communication errors involving (B)(4). No anomalies were observed in the log files for the remaining returned batteries. Failure analysis of the controller and batteries revealed that the units passed functional testing and visual inspection. The reported event could not be replicated during testing. No anomalies were noted during log file analysis for (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries ((B)(4)). An internal investigation has been opened to evaluate momentary disconnections and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4).

Event description:
It was reported that the patient experienced power switching with two batteries. The batteries and controller were exchanged. There was no impact to the patient.